Manufacturer narrative:
The returned cognis-teligen ICD was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the device had "tripped explant", however, four months prior, the device was showing there was 1 year of longevity left. Technical services (ts) confirmed via data analysis that the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the device had "tripped explant," however, four months prior, the device was showing there was 1 year of longevity left. Technical services (ts) confirmed via data analysis that the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the device had "tripped explant", however, four months prior, the device was showing there was 1 year of longevity left. Technical services (ts) confirmed via data analysis that the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.